Event description:
It is alleged by the pt's rep that, "approx one yr after surgery, the device was squeaking and clicking almost continuously, though might go several days with no noise before it started again. The pt encounters pain in his hip." It is further alleged that, "pt is currently looking to have revision surgery sometime in 2008."

Manufacturer narrative:
The info of this per was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available at the time of the per due to ongoing litigation.